Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose at the time of incident was unknown and current blood glucose level is 421 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated for high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer does not allege pump was under delivering. The customer was using the insulin pump when the high blood glucose event was reported. The customer reported that the air bubbles were seen near the quick release and troubleshooting was performed and removed successfully. The insulin pump will not be returned for analysis.